Event description:
The customer reported, during an attempt to remove the metal cap from the calibrator bottle, an operator cut a finger involving synchron system cal 5 plus. It was noted, the customer sought medical intervention. There has been no report of pt outcome for this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add¿l reportable events.